Manufacturer narrative:
Device is a combination product.  (B)(4).

Event description:
It was reported that stent damage and stent dislodgment occurred. A 2.25x38mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation when the stent protector was removed, the stent got stretched and was dislodged. The procedure was completed with a 2.5x38mm synergy¿ stent. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.25x38mm stent delivery system was returned for analysis. A visual examination of the crimped stent found distal stent damage; stent stretched from mid-section of the stent over the distal markerband and bumper tip. The undamaged proximal od (outer diameter) measured is within specification. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the max crimped stent profile for this device shows that there is no issues to note with the interaction between the two components. The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage and stent dislodgment occurred. A 2.25x38mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation when the stent protector was removed, the stent got stretched and was dislodged. The procedure was completed with a 2.5x38mm synergy¿ stent. No patient complications were reported and the patient status was good.